Manufacturer narrative:
G4: 17nov2020. B4: 18nov2020. The customer confirmed the issue appeared while attempting to perform verification test. As this is completed prior to therapeutic use, there is no potential for patient injury and as a result is not reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05aug2020.

Event description:
The manufacturer's field service engineer (fse) reports the internal battery was at 8 volts and was not charging. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the battery and the issue was resolved.